Event description:
Information received notes that when the patient was in the coronary care unit connected to a marquette cardiac monitor system, the patient's rhythm went to the maximum rate of 120 bpm while on minute adaptive ventilation. The underlying rhythm was atrial flutter with a ventricular response of 63 bpm. The minute ventilation sensor was turned off and when the patient was removed from the monitor, pacing returned to normal. The sensor was turned back on with no problems.